Event description:
It was reported the device was returned for recall repair. The device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board). The display was also found to be out of specification, and the heart block, lead flex cover, and heart wire contacts were contaminated. Two side bail covers, the ring cover, and the upper and lower case were broken. Two side bails and the ring were missing.